Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank screen. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Unit had blank display due to power connector not plugged in properly into the electrical board. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Unable to verify audio anomaly, vibrate anomaly or absence of alarm anomaly due to blank display.